Manufacturer narrative:
The reported event of backup operation was confirmed by reviewing the data received from technical services. The cause of the backup event was a power-on-reset (por). However, the cause of the por could not be determined due to lack of data. Functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Event description:
New information indicates that the ICD was explanted and replaced.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited backup vvi due to a hardware reset. Programming changes were performed to resolve the issue. There were no patient consequences.